Event description:
It was reported that the micro oscillating saw leaked an oil-like substance during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered throughout the device. The presence of widespread corrosion suggests that at one point, fluid could have been inside the device.